Event description:
It was initially reported that the zimmer air dermatome ii handpiece had a guard blade that was chipped. Add'l clinical f/u determined that the issue was discovered prior to surgery. There was no pt involvement/harm associated with the report and an alternate device was retrieved to complete the surgery without delay.

Manufacturer narrative:
The device was processed and it was determined that no investigation is required for this complaint based on the eval which revealed bubbling/blistering of the surface coating to the width plates and head. This issue has been addressed and actions have been put in place to correct the problem moving forward. The device has not been returned to the customer at this time.